Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while suturing, the device wasn¿t able to regrasp the suture. Green button wasn¿t working so that the regrasp function of the suture didn¿t occur. Another device was used to complete the case. There was no patient injury.